Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device powered on and operated, as it should. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. No repairs performed. The unit not needed for inventory, and it will be scrapped. Additionally, not related to the issue the device is missing feet, the blue enclosure is cracked on bottom, and writing sd card failed.